Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert due to a shock impedance measurement of zero ohms. Additionally, the left ventricular (lv) pacing impedance measurements were greater than 3000 ohms with a non-boston scientific lv lead. It was noted that there was a potential source of electromagnetic interference (emi) which may have caused an erroneous shock impedance measurement; however, this could not be confirmed. The health care professional (hcp) had been aware of the lv impedance measurements. There were no stored episodes of noise. The hcp would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.